Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately three days following the implant of this transcatheter bioprosthetic valve, at discharge it was noted that a permanent pacemaker had been implanted for an unknown reason. It was reported the patient had a first degree atrio-ventricular (av) block and right bundle branch block (rbbb) prior to the valve implant. No additional adverse patient effects were reported.

Manufacturer narrative:
Event date: updated to (B)(6) 2018. (B)(4). Additional information reported that the following the implant of the valve, complete heart block (chb) occurred and required the implant of the permanent pacemaker on the same day as the implant of the valve. Not three days after as it was reported in the previous medwatch. If information is provided in the future, a supplemental report will be issued.